Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ecs button was sticky or non responsive and insulin squirting while priming. The customer¿s blood glucose level was unknown. The insulin pump had unexplained no delivery alarm, diminished battery life and hairline cracks on insulin pump between battery cap and reservoir compartment. The insulin pump will not be returned for analysis.